Event description:
Reporter indicated that vns pt has been referred to an ent for evaluation because pt had not regained their voice two months-post-implant. Further follow-up revealed that the pt was diagnosed with vocal cord paralysis. The ent planned to wait 4 or 5 months to see if the vocal cord paralysis resolved on its own without intervention. The pt reportedly had this problem immediately after implant surgery and before the device was programmed to on. Stimulation has since been initiated and programmed parameters are being increased periodcally.